Event description:
Concomitant devices: unknown drill bit (part #: unknown, lot #: unknown, quantity: 1), unknown drill sleeve (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - nails: universal nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that a standard insertion handle did not line up with an unknown nail. This was discovered in routine product check. We have a demo nail that we attach each handle to and verify drill bits pass through the nail appropriately before sending them to get sterilized. This handle did not pass the drill bit test. When a drill bit was passed through the triple drill sleeves it did not line up with the nail. This was discovered outside of surgery and no patient was affected. This is report 2 of 2 of (B)(4).